Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on 18-may-2026 that the patient's two infusion sets cannula were bent, it led to high blood glucose level to 600 mg/dl and treated with with multiple daily injections. . Infusion set had been used for five to four hours.